Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify failed batt test alarm due to blank display.

Event description:
The customer reported via phone call that their insulin pump had failed battery test and battery compartment was corrode. The customer¿s blood glucose level was 155 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.